Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged the navigation system experienced a navigation inaccuracy of approximately 4-5 millimeters deep. The inaccuracy was reported to have occurred after draping the patient. The patient had pulled off 2 or 3 of the fiducials that were placed before scan, however, the surgeon opted to move forward performing a point merge registration. Registered successfully with registration error of 2.5 but experienced inaccuracy after draping. In trouble-shooting, it was determined that navigation was not necessary for this procedure, they were only using navigation to train new residents on the use and set-up of the navigation system. With this knowledge, the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2015 at the time of the event, the medtronic representative noted that the room was an MRI room and, as such, the site was using the plastic mayfield. It is possible that the patient's head slipped in the pins. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) /2015 software analysis was unable to determine probable cause with the information provided. Suspect that the patient reference, or the patient, was moved during draping as issue occurred after draping. On (B)(6) 2015 a medtronic representative, following-up at the site, reported covering a subsequent procedure on (B)(6) 2015 that was successful, all worked well. System and software performed as intended. No further issues have been reported.